Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged minimum fill issue could not be verified.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, intermittent minimum fill notifications occurred despite the cartridge not being underfilled. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged between 111-140mg/dl.